Event description:
It was reported that this patient presented at a follow up appointment and this right ventricular (rv) lead exhibited high threshold measurements. Further examination showed that the rv lead had perforated the heart wall. As a result the patient was hospitalized and a revision procedure was performed. The rv lead was removed and a new lead was implanted. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported allegation from the field.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient presented at a follow up appointment and this right ventricular (rv) lead exhibited high threshold measurements. Further examination showed that the rv lead had perforated the heart wall. As a result the patient was hospitalized and a revision procedure was performed. The rv lead was removed and a new lead was implanted. No additional adverse patient effects were reported.